Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the tip components falling off was due to loosening or detachment of parts joint area. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6). The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. In addition, the following non-reportable malfunctions were found during device evaluation: due to a cut on bending section, water tightness is lost, several scratches, chips and dents found throughout the device, switch box has discoloration, electrical contact of video connector is shaved, and connecting tube has a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon the investigation's completion or if the user facility provides any additional information.

Event description:
The customer reported to olympus that the visera cysto-nephro videoscope tip tear (forgot the cap when sterilizing). During inspection and evaluation, (drop-out of tip component parts (including bending section) - loosening of joints and drop-off due to detachment). There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during incoming inspection and evaluation.